Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading the cartridge onto the pump. A new cartridge was loaded and an accurate fill estimate was received. Additionally, it was reported that the customer observed multiple air bubbles within the cartridge tubing. A cartridge change was performed resolving the issue. Blood glucose level was 129 mg/dl.